Manufacturer narrative:
G2. Foreign: belgium. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that no higher settings/dtm (differential target multiplexed) settings used earlier on in the patient's programming. Device replacement surgery has not been scheduled.

Manufacturer narrative:
H2. Correction: upon further review, b2. Intervention required and h1. Serious injury should have been marked as device return indicates that a revision surgery had occurred. Please note, h6 code f26 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had premature battery depletion; early elective replacement indicator (eri). There were no environmental, external, and patient factors that may have caused the event. Diagnostics and trouble shooting included an impedance measurement. No actions were taken to resolve the event. The issue was not resolved at the time of the report. No surgical intervention has occurred, but it is planned and not yet scheduled. The patient status was alive with no injury at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the premature battery depletion determined was unknown. Further actions taken were noted to be replacement. The issue has not since been resolved. Impedance values were in the normal range. Surgery has not yet been scheduled. The provided information has been confirmed with the physician/account. Based on the last 7 days, the estimated longevity was 3 months as of the session report date of (B)(6) 2023 the device time was not aligned with the programmer. Additional information was received. It was calculated that, based on the patient's current settings, the ins should have lasted 2 years and 3 months.

Manufacturer narrative:
G2. Foreign: belgium medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2. Correction: please note, h6 codes b20, c20, and d14 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the replacement occurred on (B)(6) 2023. This information was confirmed with the physician/account.

Event description:
Additional information was received. It was confirmed that the patient¿s ins was replaced with a rechargeable ins, the same lead and programmed groups remain in use by the patient.

Manufacturer narrative:
H2. Correction: please note, h6 codes b21, c21, and d16 no longer apply to this report. H3. The returned ins (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins was at elective replacement indicator (eri) when received for evaluation. Stimulation was on when received for evaluation, and was turned off on (B)(6) 2023. The ins was destructively analyzed. The battery log was pulled from the device, and the battery capacity was calculated and plotted from the battery log data. The session report showed that the device was implanted on (B)(6) 2022. The device battery log showed that the ins was set to the eri state on (B)(6) 2023, 296 days after activation, when the estimated days to end of service (eos) was 120. The battery log recorded 1-day average currents measured by the device coulomb meter. The 1-day average current dropped from approximately 600 microamperes (ua) to 320ua and then 230ua on approximately (B)(6) 2023 and (B)(6) 2023 respectively. The time to eos was calculated based on a typical battery capacity (5260 milliampere-hours [mah]) and the average of the 1-day average currents recorded in the battery log from implant to explant on (B)(6) 2024. This calculated average was 426.8 ua, and resulted in a calculated time to eos of 513.5 days (1.4 years). This would have allowed the ins to reach eos on (B)(6) 2024 if the stimulation settings remained constant from (B)(6) 2023. The ins was windowed to power the device externally for additional testing. The ins passed all functional testing, and the results were consistent with the functional testing performed prior to the ins being windowed. This confirms that the hybrid was performing as expected. In conclusion, there was no design issue found with the device through this analysis. From the battery logs retrieved from the device, the time to eri and the calculated time to eos, are consistent with what is expected for a device with these recorded current loads. In addition, the device was put through final functional electrical testing while externally powered at the initial manufacturing final functional test battery voltage (3.188 volts) and passed all tests. This final functional testing further supports that this device performed as intended and that the battery depletion was consistent with the therapy settings used by the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.